Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user installed a new cgm transmitter and sensor and a new infusion set, then experienced a pairing failure between the dexcom g6 and the ilet due to incorrect information entry, disconnected the ilet, administered insulin by injection, later reconnected the cgm, and subsequently encountered a fill tubing issue when attempting to reconnect to the ilet. Symptoms included no device alarms and reliance on manual insulin dosing. Outcomes included user education and successful cgm reconnection prior to the tubing issue, with no emergency care or hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed user error in cgm pairing to the ilet and a reported tubing fill problem. It was concluded that the event was associated with user setup error for cgm pairing, with additional evaluation indicated for the tubing fill concern.